Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 application screen froze. Patient's mother rebooted the smart device, un-installed and reinstalled the application and it resumed working. No additional event or patient information is available.